Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Chronic right atrial lead noise had been noted which was being monitored. No electrical anomalies were noted. During the procedure, the right atrial lead was explanted and replaced. An insulation breach was noted on the lead. The patient was stable and asymptomatic throughout.